Event description:
It was reported a bladder neck suspension procedure utilizing a protegen sling was performed without incident 3/27/97. Ninety days post procedure, the protegen sling material was visible through the insertion site of the vaginal wall. The sling was removed on 7/1/97 without incident. The device has been destroyed by the user facility. Therefore, no failure analysis will be available. Co's directions for use outline as potential complications: "the following complications have been reported as consequences which may occur in urological implant procedures: urinary retention and infection. Consequences specifically related to materials: pelvic sensitivities and tissue erosion."